Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided.

Event description:
It was reported that during the procedure, the load of kit brkec07a, lot 10261100, had the metal part loose at the time it would be used. The load was exchanged for another and the procedure was uneventful after the exchange. There was no harm to the patient.